Manufacturer narrative:
G4:18apr2021. B4:20apr2021. There was no delay in patient care/therapy and no medical intervention required. There was no report of patient or user harm. The philips service technician evaluated the ventilator and confirmed error code had occurred. The philips service technician replaced the central processing unit printed circuit board assembly (cpu pcba) to resolve the issue. The device successfully passed all required testing. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
A central processing unit (cpu) board was returned for analysis. Visual inspection of the returned cpu board revealed no anomalies noted. An investigation was performed, and the customer complaint was verified. The root cause is failure of filter capacitor c208.